Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cases of rainbow glare after lasik. A few months later, these light effects were resolved without treatment. New information was received. The doctor could not say it exactly because it has occurred from time to time and has regressed again after a long time.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is:(B)(4)

Event description:
Additional information was received. There is no dedicated patient data as the behavior was described in retrospect as a standard physical phenomenon and it is only a matter of the energy setting per company representative. The company representative corrected the source of the error according to company instructions.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).